Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatments. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was appropriately treated 2 times by the lifevest during vf. After the second appropriate treatment, the patient received two additional shocks. The patient¿s post-shock rhythm was asystole which then transitioned to sinus bradycardia from 20-60 bpm with bbb and hb. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's neurological status at the time of the event is unknown. No injury was reported from the treatment. The response buttons were not pressed during the event. The patient went to the hospital for evaluation and is currently in the hospital. It is unknown if the patient continues to use the lifevest. No deficiencies were alleged against the device.